Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and dizziness. It was further reported that the right ventricular (rv) lead exhibited intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.